Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. At one day post-op, there was corneal erosion, hypotony and the anterior chamber was not filled (there may have been a wound leak). The lens vault was ok and the eye was slightly mydriatic. The patient was brought back to surgery and the surgeon irrigated/filled up the anterior chamber. Miostat was administered. A couple of weeks later, the lens was re-positioned. At one day post-op, the pupil is semi-mydriatic. The lens remains implanted and the patient is happy.